Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery alarm. The customer¿s blood glucose level was 240 mg/dl at the time of the incident and the current was 125 mg/dl. The customer¿s other blood glucose level was above 350 mg/dl and the 364 mg/dl, 240 mg/dl. The customer state that the customer alleges the insulin pump was under delivery. The customer was not admitted into the hospital as result of the high blood glucose. The customer was treated with the manual injection. The device will not be returned for the analysis.